Event description:
Boston scientific received information that this transvenous lead has historically displayed increasing impedance measurements along with increased threshold levels. Recently, additional information was received that this lead was explanted and replaced for pacing impedance levels greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.